Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and other manufacturer right ventricular (rv) lead had an alert for high out of range pacing impedances that was thought to be due a lead/header contact issue. The respiratory response feature was programmed off in response, and the patient was only two percent paced. The device remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and other manufacturer right ventricular (rv) lead had an alert for high out of range pacing impedances that was thought to be due a lead/header contact issue. The respiratory response feature was programmed off in response, and the patient was only two percent paced. The device remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.